Event description:
User performed a pt comparison for vancomycin, after noting high recovery on a proficiency survey. Four pt samples were tested with two different lot numbers of reagent. Two examples were provided. Sample 1 initial result was 3.2 ug/ml, repeat result on a 2nd lot of reagent was 2.0 ug/ml. Sample 2 initial result was 11.8 ug/ml, repeat result on a 2nd lot of reagent was 6.5 ug/ml. No erroneous results were reported. F/u with the user confirmed the assay has demonstrated to be performing within specs since the event.